Manufacturer narrative:
Concomitant: product ID 389033, lot# j0546819v, implanted: 2006-(B)(6), product type lead. Product ID 389033. Lot# v000876, implanted: 2006-(B)(6), product type lead. Product ID 3708260, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 377875, lot# v011709, implanted: 2006-(B)(6), product type lead. (B)(4)

Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The device was then explanted as it was not giving effective therapy. The patient status was noted as alive with no injury. The company representative had no further information. Additional information was requested of the physician, if received, a follow up report will be sent.